Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to over-sensing and episodes of inappropriate automatic mode switch (ams). The physician performed isometric testing on the patient and atrial lead noise was reproduced. No programming changes were made to the lead. There were no adverse consequences to the patient.